Event description:
Pain & stiffness has persisted since surgery to insert implants in 92. Rptr sleeps on her couch a lot due to severe pain. When she sleeps in bed she wakes up very stiff. She cannot walk great distances (over 500 ft) and cannot stand any time at all. Sex hurts, no control of bladder or bowel. She can do limited housework, can't bend over well. Walking and exercise program discontinued 3 weeks after beginning due to severe pain in back and legs, protrusion of screw aggravates nerves in back and legs. Pain.